Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approx 5.5 years ago. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that the patient returned for a follow-up approx 1 month ago, and the CT demonstrated that the stent graft has migrated approx 15 mm distally, resulting in a type I endoleak. At the time of the migration, the vessel morphology was reported as moderate tortuosity and mild calcification. The aortic neck was angulated 50 degrees and reverse funnel-shaped, ranging from 28 mm in diameter at the renal arteries to 31 mm in diameter at 15 mm below the renal arteries. The cause of the migration was attributed to disease progression with aortic neck dilatation and angulation. The physician elected to intervene by implanting an aneurx cuff and a talent cuff, which successfully resolved the migration and endoleak. No additional clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Results: (migration, endoleak). (Disease progression and aortic neck dilatation and angulation). Conclusion: (disease progression and aortic neck dilatation and angulation).